Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was planning on revising a pinnacle liner and head for a patient that underwent a primary daa thr on (B)(6) 2020. The surgeon reported reason for revision was due to the patient dislocating following the primary procedure whilst still an inpatient following the primary procedure. Surgeon advised patient would require a new liner/ liner configuration to improve hip joint stability. Revision surgery completed as planned. No further information available.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product / lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.